Event description:
It was reported that the customer's device homescreen took a long time to load, indicating a delayed response on the touchscreen. There was no reported impact to the customer¿s blood glucose level. No follow-up was conducted as the customer declined additional contact, and no further actions were taken by technical support due to lack of additional information.